Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4). This report was mailed to FDA on: 04/01/2011. The MFR internal reference number is: 2011-05026.

Event description:
A nurse reported the vitrector would not work and a system message indicating an occlusion was received twice during a case. The vitrector was tested outside the eye and seemed to function normally. The vitrector probe was switched out and another occlusion system message was displayed. The intraocular lens was not implanted at that time. Add'l info was requested. Add'l info was received from surgeon indicating the pt had a mature, white cataract that was a candidate for surgery 10 years ago. The retina could not be seen preoperatively and the potential for improved vision was unk. The pt's capsule broke during phacoemulsification. While performing the vitrectomy, the surgeon could see that the vitrector was not actuating and no fluid, bubbles, or material was moving in the eye or into the port. A system message was received indicating an occlusion was present. The handpiece and cassette was switched out, but there was no improvement in function. A small amount of vitreous then presented, which was able to be removed with scissors and sponges. No intraocular lens was implanted and the eye was closed with sutures. Post-operatively, no remaining nuclear fragments could be seen. There initially was some corneal edema but has since resolved. A retinal exam revealed that the vessels and macula look grossly normal. The pt remains on xibrom and is currently aphakic. However, the surgeon feels there is the potential for the pt to have an anterior chamber lens in the future.